Event description:
A few years ago, the patient had kissing icast stents placed in common aorta-iliac bifurcation. Patient complained of leg pain. The films showed a clotted off r common iliac icast. This film also showed a fractured proximal end of the icast stent.

Manufacturer narrative:
The films provided show that there is some deformation with the stent as it enters the aorta but unfortunately, the films only show one angle. It is difficult to tell if the stent is fractured or only appears to be fractured given this one camera angle.